Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the viewer surgeon side console (ssc) due to error 56000. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The viewer ssc was analyzed and found the reported issue was replicated while on site and error 56000 was found in recorded error logs. Performed troubleshooting and found error 56000 related to sdch node not present so replaced viewer to address reported issue. Performed a visual inspection and found no problem relate to reported issue. Checked and verified error 56000 in lighthouse/aperture and then installed on an internal equipment, fixture, or tool (eft) system. During system was unable to replicate reported issue. The complaint was confirmed based on the field evaluation/failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, errors were reported and system logs confirmed error 56000, indicating that the high resolution stereo viewer (hrsv) controller was not responding in console 2. The technical support engineer (tse) recommended disconnecting console 2 and powering up with only console 1. The system powered on without errors. The procedure was completed as planned with no reported injury.